Manufacturer narrative:
Product complaint # (B)(4). Device analysis: two packets of product code 8703h were returned for analysis. Upon initial inspection of the samples, no external damages were observed on the packets in order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained via: what tissue was being approximated or sutured when it broke? Was reoperation necessary to remove the suture and re-close the wound? Was additional dissection required in other organs/tissues other than the target tissue? Patient current condition? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-01896, 2210968-2022-01898, 2210968-2022-01899 and 2210968-2022-01900.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. During the procedure, multiple strands of suture broke while attempting to tie knots for the anastomosis between a vein and the heart. A shorter suture of the same size was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.